Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation, the lead body is curled. The lead stylet passed through, but with much resistance felt due to the bunched ptfe/deformed coils and curled lead body which is indicative of the lead having been placed through a constricted area.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to dislodgement. Furthermore, the physician removed the lead and could not get lead to straighten when wire inserted into lead. The lead was never in service. No adverse patient effects were reported.